Event description:
It was reported to philips that the system was unable to start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. A philips field service engineer (fse) visited the site and dissembled the m cabinet observed that the indicator lights of the disk bay in the host computer (pc), all lights were off. To resolve the issue, the fse reconnected the power supply line and data line of the disk bay. The system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.